Manufacturer narrative:
(B)(6) the product manager evaluated the device and stated that the consumer over torqued the device upon installation.

Event description:
The consumer alleges her shower chair broke. Details of the alleged incident are not known at this time. Serious injury is alleged.